Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ger service rep performed an onsite investigation. The fse recommended replacing the monoblock; the customer did not want the system repaired at this time. No add'l repair info was provided.